Event description:
It was reported that the patient using the pump had encountered multiple? Blockage" alerts which were easily cleared after changing position. Two weeks after this event the patient was hospitalized and complained of feeling weak, having diarrhea and also showing redness around the infusion site. All events ongoing at time of report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operation of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is user position; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.